Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube, the device experienced a cracked which caused "spillage". The following information was provided by the initial reporter. The customer stated: it was reported that tube cracked and caused spillage. Yale had an lgt (pst) crack and spill completely in the centrifuge this morning and had to cancel. There were 2 other incidences that I was made aware where the lgt (pst) arrived cracked and spilled inside the bag.

Manufacturer narrative:
H.6. Investigation: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records and the sub-assembly device history records were reviewed with no issues being identified. There were no quality notifications for cracked tubes or other related quality issues. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube, the device experienced a cracked which caused "spillage". The following information was provided by the initial reporter. The customer stated: it was reported that tube cracked and caused spillage. Yale had an lgt (pst) crack and spill completely in the centrifuge this morning and had to cancel. There were 2 other incidences that I was made aware where the lgt (pst) arrived cracked and spilled inside the bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.